Event description:
Covidien received info that this n65 puls oximeter is missing display segments in the saturation of peripheral oxygen (spo2) readings. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
The customer complaint was that the unit display was missing segments. Unit was power cycled multiple times and all segments showed on the display. The unit ran for several hours and no segments were missing on the display during the run. Visual inspection showed the display flex cable was seated properly. No solder issues were observed. The universal interface (ui) printed circuit board (pcb) was replaced as a precaution. (B)(4).

Manufacturer narrative:
(B)(4).